Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that multiple auto-off alarms occurred. The customer had not interacted with the pump for an extended period of time and the auto-off feature was set to 14 hours. There was no impact to customer's blood glucose level.